Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump saying "pump says remove from service" no patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a "remove from service" alert. Upon return, the pump functioned normally and passed multiple mock infusions. The pump was then reverted and ran through functional testing. The device failed function 6 test multiple times. The fva flag pcba was replaced. The device was able to pass all tests afterwards. No damage was found through internal inspection.